Manufacturer narrative:
The device was not returned for product evaluation; however, an engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint of right ventricular wall perforation. Since a failure mode could not be confirmed further investigation could not be performed and a root cause could not be determined. However, as part of the manufacturing process a 100% of the units go through multiple inspection process performed from tip/balloons inspections processes. The instructions for use also contain the following warning: improper handling during catheter insertion may cause atrial or ventricular perforation and associated cardiac tamponade. As a precautionary measure, it is recommended to confirm the catheter placement with a chest x-ray immediately after insertion.

Event description:
It was reported that during use of the swan-ganz catheter, during a mitral valve replacement (mvr), the catheter was found to have perforated the right ventricle. After insertion of the catheter into the patient, it bent at a sharp angle in the right ventricle and reached the pulmonary artery. During mvr, the bent part of the catheter came into contact with the right ventricular wall, resulting in the perforation. This was discovered during chest closure as bleeding was observed. After checking, the catheter was found protruding from the apex of the heart, so a patch was applied to repair the damage. The surgery was completed without any further issues. No extension of the hospitalization period for treatment was required. Patient has since recovered. The device was discarded at the hospital.

Manufacturer narrative:
Additional FDA product codes include: dqe- catheter, oximeter, fiberoptic kra- catheter, continuous flush. Dqo- catheter, intravascular, diagnostic. The device was discarded by the facility. However, a supplemental report will be forthcoming when the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.